Event description:
It was reported that the patient experienced hypoglycemia for approximately two hours after announcing a usual meal size for a sandwich, after which blood glucose rose and then dropped, leading to a nadir of 31 mg/dl; the patient treated with oral glucose tablets and syrup, and a glucometer check later showed stable blood glucose. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient disruption of normal activities without hospitalization or professional medical intervention. Investigation included customer interview, review of usage and event details, and troubleshooting and education regarding meal announcements and ilet insulin suspension behavior near 80 mg/dl. Investigation of this case revealed that an incorrect meal size announcement likely led to excess insulin delivery for the carbohydrate content of the meal, with device functionality otherwise consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.